Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not forming correctly and some clips were scissored. Clips were falling out of the jaws of the device and clips were being projected from the device. Clips were not effectively holding tissue. It is not known if a cholangiogram was performed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.